Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be charging slowly. The customer state the pump was connected to a power source for 45 minutes and only increased 1%. The customer's blood glucose level was not impacted. Review of pump data by tandem technical support showed that the pump battery charged from 80% to 90% within 30 minutes. Reportedly the customer will continue to use the pump for insulin therapy and monitor the pump battery.